Manufacturer narrative:
An event regarding patient pain involving a scorpio knee system was reported. The event was not confirmed. Device evaluation could not be performed because the device was not returned as it remains implanted. Clinician review of the provided documents concluded that a: "review of the medical records and x-rays do not confirm the complaints noted in the event description. There is no evidence of problems related to the left total knee arthroplasty components." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review could not be performed as no device specific failure modes were identified. The event could not be confirmed nor a root cause determined due to the limited information provided. Catalog numbers and lot codes of other devices listed in this report: cat # 73-0710, lot # 12elta, description: scorpio m-dome patella cat #72-25-0708, lot # 736mae, description: scorpio-flex ps x3 tib insert cat # 7115-0007, lot # 0lwmme , description: series 7000 standard tibia cat # 61911010, lot # rap063, description: simplex p - us full dose 10-pk cat # 61979010, lot # mio041, description:simplex p - us tobra fd 10-pk

Event description:
It was reported that patient complains of pain since surgery that it has been getting progressively worse. Patient has difficulty walking and states that going up and down the stairs is painful. Patient also has difficulty getting in and out of her car due to the pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker scorpio knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that patient complains of pain since surgery that it has been getting progressively worse. Patient has difficulty walking and states that going up and down the stairs is painful. Patient also has difficulty getting in and out of her car due to the pain.